Event description:
Had essure implants in (B)(6) 2009. Heavy menstrual cycles and cramps began after. Started having neurological problems with tripping, falling. From 2004 through 2015 I was a competitive long distance runner. Began having uncontrollable bowel movements on runs along with tripping and imbalance issues began in 2011. Diagnosed with cervical spondylosis in 2012 and lumbar spondylosis. Had d&c (dilation and curettage procedure) 2012 for excessive vaginal bleeding. Began having uncontrollable aches in all joints by 2014. I have constant muscle weakness which began in 2015 along with malaise and fatigue. Went to many different doctors to find a cause and cure for all of my symptoms, but many doctors just reviewed my symptoms as part of aging or it was just in my head. In (B)(6) 2021 I was finally diagnosed by a rheumatologist with undifferentiated connective tissue disease with symptoms of lupus and sjogren¿s (positive ana (antinuclear antibody)). In addition to uctd (undifferentiated connective tissue disease) I was diagnosed with chronic fatigue and fibromyalgia. Recently I developed digestive problems with constant belching, gas, and gerd (gastroesophageal reflux disease) 2022. I have started having teeth problems and sensitivity since 2020 where one tooth broke off and crumbled while eating a sandwich. I also had post menopausal bleeding in 2017 and had an endometrial ablation procedure. In addition to all of the above diagnoses my additional symptoms are stomach bloating, weight gain, severe lower back pain, excessive sweating, depression, anxiety, and noise sensitivity. In (B)(6) 2020 I quit work as a high school teacher due to all of my health issues. Essure implants side effects.